Event description:
It was reported that this right atrial (ra) lead exhibited noise and high out of range pace impedance measurements. A device changeout procedure was performed due to normal battery depletion (nbd) and the physician decided to cap and replace this lead. No additional adverse patient effects were reported.